Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than a week post implant the patient presented to hospital with shortness of breath. Pericardial effusion verified with computed tomography scan and echocardiogram. The right atrial (ra) lead is suspected to have perforated and is the cause of the pericardial effusion. Both the ra and the right ventricular (rv) leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.